Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a low flow. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed with the new set of pads without any further issues.

Manufacturer narrative:
Received 1 set of 2 used arcticgel pads only. Per visual evaluation, it was noted that the energy connectors of the left chest and left thigh pads were deformed (damaged) the rest of the pads showed no irregularities or obvious defects. Per functional testing, the pad were submitted to the flow rate test with an arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: the flow was never stabilized due to the energy connector was damage causing air leakage. Left thigh pad: the flow was never stabilized due to the energy connector was damage causing air leakage. Right chest pad: a total of 3.50 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 2.23 l/min m2 of flow rate were registered during the test due to the pad was noted crushed. The flow rate of the left chest and left thigh were never stabilized because the energy connector was damaged (deformed) causing air leakage. The flow rate was found to be unacceptable for right thigh pad. The flow rate of the right chest pad was found to be acceptable. The flow rate for this product must be above 2.4 l/min m2. The complaint was confirmed as for the reported event as manufacturing related. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.